Event description:
The customer reported a couple months prior to co's remedial action, the footswitch "stuck on". The pedal was moved up and down one time and started to function properly. When the pedal was depressed again, the footswitch stayed "on" again, so the biomed threw it away.